Event description:
It was reported that noise and non-sustained right ventricular oversensing was observed on the right ventricular (rv) lead. Further testing was recommended. There were no reported patient symptoms or consequences.

Manufacturer narrative:
Final analysis notes the event of oversensing noise was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
A partial product was received for analysis.

Manufacturer narrative:
Correction: section b5 updated.

Event description:
New information received notes the right ventricular (rv) lead was pending explant and replacement. There patient was asymptomatic with no consequences.

Event description:
New information received notes the right ventricular (rv) lead was capped (B)(6) 2025 and replaced. The patient was discharged in stable condition.